Event description:
It was reported by service report that the fowler motor drive shaft is separated from drive number 2. It is unknown if there was patient involvement or if there are adverse consequences to report.